Event description:
Pt was wearing proclear toric (omafilcon a) contact lenses. Pt states experiencing three eye infections in the past couple of months. Pt changed contact holder, solution and started with a fresh pair of contacts. Pt was prescribed vigamox for both eyes. Pt used drops for two weeks to ensure the infection was gone, but the infection came back when the pt put in the next pair.

Manufacturer narrative:
Event was reported by the pt via e-mail directly to coopervision. This is being reported as reoccurring eye infections in both eyes. Method: no lot info, no lenses, no exam of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.